Event description:
A hospital in (B) (6) reported that an mr290 autofeed humidification chamber overfilled with water on initial setup. It was reported the water bag was spiked and the chamber promptly filled and overflowed and that the chamber had to be swapped for new one. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Method: the returned mr290 chamber was visually inspected for physical damage and performance and mechanical tests were carried out. Results: when the chamber was inverted, the primary and secondary floats remained pressed against the aluminum base. When the chamber was connected to the water bag, the floats failed to operate to prevent water from entering the chamber and the chamber overfilled with water. Visual inspection revealed damage to the base of the chamber below the auto feed valve. A lot check revealed no other similar complaints for this lot number. Conclusion: all mr290 chambers are tested for float operation during production and those that fail are rejected. The dent suggests that the device had suffered an impact. Previous failure investigations have concluded that such dents can occur when the device is subjected to inappropriate physical handling (e.g. Being dropped from a significant height). When the impact occurs at a very specific angle and on a specific part of the product, it can cause both the primary and secondary floats to jam. The dent, observed on the chamber base, was consistent with the impact described above and the testing of all chambers during production suggests the impact occurred post production. The mr290 user instructions indicate the correct water level and advise the users to replace the chamber should the water exceed the limit line. The user instructions also include a warning not to use the chamber if it has been dropped. (B) (4).